Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she was having button issues on the insulin pump. The customer's blood glucose was 300 mg/dl. The customer stated that the none of the buttons were responding. The customer was advised to observe time clock for one minute to verify if time advances and found that there was nothing showing. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.